Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, skin irritation, respiratory tract irritation. Dizziness and/or headache and lung disease. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021

Manufacturer narrative:
Previously submitted report was incorrectly filed with wrong patient outcome code grid and health impact grid as product problem. In this report, the patient outcome code grid and health impact grid has been updated correctly as serious injury. Section adverse event/product problem and type of reported complaint in box h has been updated/ corrected.